Event description:
It was reported that during the procedure in the right middle meningeal artery (mma), patient winched and stated they experienced pain upon deployment of the subject coil. This was the 3rd coil and the patient was under conscious sedation. After that, the 4th coil was deployed successfully without pain by keeping some of the marker sheathed by the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional inspections were not conducted due to the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported patient complication is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, a probable cause of anticipated procedural complication was assigned to reported event: patient complications.

Event description:
It was reported that during the procedure in the right middle meningeal artery (mma), patient winched and stated they experienced pain upon deployment of the subject coil. This was the 3rd coil and the patient was under conscious sedation. After that, the 4th coil was deployed successfully without pain by keeping some of the marker sheathed by the catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.